Event description:
Patient came into the office for her protime. It was 1.3. Spoke to physician regarding the protime result and physician believed it was wrong and sent the patient to a lab to have blood work drawn to recheck the protime. Patient went to an offsite laboratory. The protime results were 2.73. Physician went by the offsite lab results. Offsite lab does have a different method to process the protimes. It was reported to our clinical coordinator. We checked the controls and they were within range, are using the correct lancets to stick the patient's finger and making sure the patient's finger is dry after wiping it with an alcohol pad before sticking the finger.